Event description:
It was reported that the remote monitor was "powering on/off." It had previously sent successful transmissions along with the e-device cellular accessory. The remote monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.